Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for abdominal pain and cloudy effluent. Five days after admission to the hospital, the patient was diagnosed with peritonitis. The cause of peritonitis was unknown. On the same day as being diagnosed with peritonitis, the patient began treatment with levofloxacin (0.4g, route "jfqgy" one time/night) and vancomycin (1000mg, route "jfqgy" every 72 hours) for peritonitis. Additional reported treatment included abdominal cavity flushing. At the time of this report, antibiotic therapy was ongoing. At the time of this report, the patient was recovering from the event. Action taken with peritoneal dialysis therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation it was reported peritoneal dialysis therapy remained ongoing. It was also reported, after treatment, the symptoms of abdominal pain and dialysate cloudy gradually improved. Nineteen days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient had recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Study title: a multicenter, randomized, open-label study of quality of life in peritoneal dialysis and conventional in-center hemodialysis ((B)(4) study), type of study: multicenter, randomized, open-label, (B)(4), subject initials: privacy, study sponsor: baxter clinical. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.